Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, a lens was implanted and doctor saw that the lens was scratched so removed it during the initial procedure. There was patient contact but no reported patient impact. The surgery was completed the same day. Additional information had been requested but the nurse was unable to provide additional details.